Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for device upgrade. During procedure, the right ventricular and right atrial leads exhibited difficulty being removed from the device header. The physician applied mineral oil and the leads were extracted from the header successfully. The right atrial lead remained implanted. The patient was in stable condition and would continue to be monitored.